Manufacturer narrative:
Identifying information, such as the lot number of the device was not reported to paragon 28 so the DHR could not be reviewed. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized a paragon 28 phantom intramedullary nail on (B)(6) 2018. During implantation, the surgeon had difficulty with the trajectory and placement of the device due to the operating room machinery limitations. The surgeon had to drill the intermedullary canal multiple times and could not easily verify the device position. On (B)(6) 2018 it was reported that the deformity of the anatomy had recurred post-operatively.